Event description:
The event is reported as: the cuff would not stay inflated. Defect found during a pretest. No injuries reported.

Manufacturer narrative:
At this time, it is unknown if a sample will be sent back for investigation. A follow-up investigation report will be sent when completed.